Event description:
User alleges that when they received the l-10 product, it was labeled "latex free" per the labeling on the boxes. Sales representative wanted to confirm the product does have latex.

Manufacturer narrative:
H.6 result - other: our investigation confirmed that these lot numbers were labeled "latex free" per the labeling on the boxes. The labels were incorrect as this product does contain latex. Conclusion: the outer and inner packaging was only affected by the incorrect labeling. The individual product is labeled correctly, stating the product does contain latex. An investigation was performed to determine the cause of the labeling error, the quantity produced with the labeling error and the location of the products with the labeling error. The label was corrected and all products in smiths medical warehouses were relabeled. All customers and distributors with product were notified of this issue and they were given the option of replacement product. Since most hospitals store product in the unit box and not with the shipping box, most customers had already used up their inventory or never saw the shipping box. FDA was notified and it was stated that this situation was not considered a recall.